Manufacturer narrative:
H2) device evaluation: d9 - date returned to manufacturer: 1/9/2025. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a high-pressure alarm even without batteries as the customer reported. However, this is actually an intended alarm that occurs when the backup capacitor has charge and the batteries are taken out of the device. It is an intended feature to prevent accidental battery extraction without the user's knowledge. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The pump passed all functional tests and performed as intended.

Event description:
It was reported that the pump shows a high-pressure alarm even without batteries. There is unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.